Manufacturer narrative:
Pt code: add'l procedures are not specifically labeled in the IFU. Device code: occlusion is labeled in the IFU. No product or images have been returned to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements met the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. Images of the anatomy were not returned to assist with this investigation, however, it appears the pt's anatomy was too tortuous for the delivery system leading to a kink, and the device was used outside the IFU. We will continue to monitor for similar complaints. No add'l actions required at this time. The risk is insufficient per quality engineering risk analysis (qera), as the rpns do not change as a result of this complaint.

Event description:
A male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since left common iliac artery was tortuous more than 90 degrees. L3 (lowest renal artery to ipsilateral distal fixation site + lateral deviation/tortuosity) was 132 mm and ipsilateral working length was 20mm when it was measured before the procedure. However, the working length became about 10mm after the main body graft was placed and tortuous left common iliac artery was straightened. The ipsilateral iliac leg was placed with 2.5 stents overlap. The distal site of the ipsilateral iliac leg was not expanded appropriately, but endoleak was not caused since the center of left common iliac artery was narrow. One week later, CT revealed slight kink in the main body ipsilateral limb, but the pt was discharged since blood flow was no problem. On (B)(6) 2010, the pt was transferred to the medical facility with an emergency. The fixation site of the main body ipsilateral limb and the iliac leg graft was kinked and occluded. Thrombus was removed and another MFR's stent was placed at the kinked part. An excluder stent was extended into external iliac artery and an express stent was placed at the distal site of the excluder stent. The pt is fine.